Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure went well. No further patient complications were reported.

Event description:
It was reported that an acute myocardial infarction and stent thrombosis occurred.a 20 x 2.50mm taxus liberté stent was implanted 4 years ago. In (B)(6) 2014, the patient experienced an acute myocardial infarction and a late stent thrombosis. The patient was treated with a stent. The stent in the artery remained well.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).